Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer reloaded the cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.